Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. The customer contacted product support for assistance and after troubleshooting. The product support suggested cpu replacement and provided parts ID. The biomedical engineer replaced the cpu board to address the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator won't power on. The unit was not in use on patient. The event date was not specified; estimate used.